Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy, the reload stapled, but the knife did not retract and the device locked on tissue. The device was unable to unload after firing. Attempts to force it open with the manual retract tool, changing the shell, and replacing the power handle were unsuccessful. Articulation right and left with the manual retract tool was possible, but blade retraction with the central hole in the handle was not achieved. As a result, the surgical team had to resect the tissue margin, apply manual sutures as a staple line replacement, use another power handle and reloads from a different batch, suture, and apply titanium clips to conclude the procedure. The surgical time was extended by three hours and required additional interventions. The patient experienced extended hospitalization lasting three to four days.